Event description:
It was reported to medtronic minimed that the customer reported a damaged inpen and dose knob/dial difficult to press/push. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot including leadscrew reset torque test. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In addition, broken bayonete sleeve noted during testing. In conclusion: no insulin is dispensed when the injection/dose button is pushed due to missing injection foot. Customer concern of difficult to dial/dose was not confirmed due to missing injection foot and broken bayonete sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.